Manufacturer narrative:
Investigation summary a 1029-104-090 sample was not available for investigation of this feedback; however the customer provided photographs of the affected samples; analysis of the photographs confirmed the customer's experience with black spots visible on various areas across multiple components. The details of this feedback were forwarded to the manufacturing site for investigation. It was determined that the embedded contamination is caused by small traces of degraded plastic material; this is usually a result of exposing the base plastic material to excessive heat during the moulding process, which is most likely to occur following start-up or shutdown of the moulding tool. A review of the production records for lot 0167417 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h10.

Event description:
It was reported that female ll adaptor had foreign matter. The following information was provided by the initial reporter: contamination- black specs.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device catalog #: the material 290181 does not exist or is not activated. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that female ll adaptor had foreign matter. The following information was provided by the initial reporter: contamination- black specs.